Event description:
It was reported that iab was inserted in right femoral artery in 2006. Two days later, nurse observed blood in driveline tubing. To confirm iab balloon was abraded, balloon lumen was aspirated with syringe and blood was detected in syringe. Iabp did not alarm. Pumping continued for one hour. Iab was then removed. A re-insertion was not required. There were no reportted pt complications.